Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014.the patient reported that his wife noticed he was experiencing a seizure in his sleep. She intervened with a glucose shot. At the time of the call to dexcom technical support the patient stated that she had recovered.